Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.  This product is registered as a combination product.

Event description:
During follow-up, low pacing impedance was observed on the left ventricular (lv) lead. During explant, it was noted that the patient had scar tissue which was believed to be the cause of the event. There was no alleged malfunction on the lv lead. The lead was replaced to resolve the event and the patient was in stable condition.